Event description:
It was reported by service report that the head end lift motor was stuck in the full up position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.